Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that an rt340 adult breathing circuit failed the leak test on an evita 4 ventilator this occurred prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt340 adult breathing circuit has been received at fisher & paykel healthcare in (B)(6) for evaluation. We will provide a follow-up report once we have completed our investigation.